Manufacturer narrative:
Patient originally reported this event under sf case # (B)(4) on 12/10/2024, and case (B)(4) on 12/12/2024 was opened per the customer's request to "find and implement preventative measures product-wide." And capture additional complaint information. The following fields have been updated with additional/corrected information: a1, b3, d1, d4, d5, e1, e2, e3 g3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-dec-2021 to 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had power saving mode enabled in device manager. Field service engineer disabled power saving mode via ka to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that a pyxis anesthesia es system keyboard stopped responding, unexpectedly logging the current active user out, preventing users to access any medications during a cesarean section. Customer confirmed no patient harm occurred, and another es device was available to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's keyboard power management settings. Power settings were reconfigured by disabling the power saving mode which fixed the keyboard issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard stopped responding, unexpectedly logging the current active user out, preventing users to access any medications during a cesarean section. Customer confirmed no patient harm occurred because another es device was available to retrieve the required medications. There were no adverse events or injuries reported based on this event. .